Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced feeling a bulge in her vaginal wall, grade 2 cystocele, hesitancy, intermittency, urinary urgency, difficulty voiding, required a lot of pressure to void, felt a lot of pressure when sitting, vaginal pain, discharge, device exposure, vaginal pressure, pain, and bleeding. Patient went to the emergency room for weakness, fatigue, abdominal pain, chills, and fever. Urinary tract infection found with a urinary analysis. An abdominal CT showed a pelvic abscess. The patient was transferred to another facility for care. Interventional radiology placed a CT guided drain. Infectious disease consulted for IV antibiotic recommendations. Patient had a partial explantation of the device. Intraoperative findings revealed 4 cm vaginal device erosion at the apex.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.